Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they were hospitalized for high blood glucose on (B)(6) 2017 with blood glucose of 724 mg/dl. Customer stated the insulin pump was alarming she was low around 50 or 55 mg/dl but when she checked her blood glucose it was over 600 mg/dl, so she went to the hospital. The customer experienced symptoms such as nausea. Customer was wearing the insulin pump at the time of the hospitalization. Customer declined troubleshooting for the insulin pump as it was a past event. The insulin pump is not returning for analysis.